Event description:
It was reported that the bd alaris smartsite needle-free valve was damaged. The following information was provided by the initial reporter, translated from chinese to english: a patient underwent catheter-based treatment at a (B)(6) oncology center and was discharged home with the catheter in place. While at home, the catheter connector fractured; upon presenting to a local facility for replacement, the staff there stated they were unable to handle the procedure. Consequently, the head nurse expressed concern regarding the patient's risk of infection. This specific department within the hospital has recently experienced multiple incidents involving the fracture of "2000e china" catheters, with the fracture sites being nearly identical in almost every case. Based on the information gathered to date: 1. Fractures have occurred in both competitor products and bd's own PICC catheters. There is no discernible consistency across the specific batches of "2000e china" catheters involved in these fractures. 2. No correlation has yet been established between the duration of catheter indwelling and the occurrence of fractures; in other words, fractures have occurred regardless of whether the catheter had been in place for a short or long period. Furthermore, the circumstances surrounding these incidents vary: some fractures occurred while the patient was hospitalized, while others occurred during the patient's time at home. 3. Customers have indicated that utilizing our "maxzero" connector system appears to yield better results. However, due to various factors, transitioning to this alternative system presents certain practical difficulties.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.